Manufacturer narrative:
Device is a combination product. Distal stent damage was identified with struts at the most distal stent segment lifted from the stent profile. Multiple hypotube kinks were noted along the length of the hypotube shaft. Damage to the device tip was noted however it was found to be minor damage, which was not visible by eye, the tip edge was lifted by less than 0.005 inches and therefore was still within device specification. As the tip damage was not visible by eye and the distal stent damage was visible by eye, it is most likely in the complaint report the statement regarding damage at the distal end or distal tip of the stent.

Event description:
It was reported that the device was unable to cross the lesion. This synergy xd 3.50 x 38mm was selected for a procedure but was unable to cross the lesion due to tip damage. The procedure was completed with another device with no patient injury. The device was returned for analysis. Upon analysis, stent damage was found.